Manufacturer narrative:
Clinical investigation: there is a temporal and causal association between the incident of the ultrafiltration (uf) pump not initiating with the 2008t machine and the patient¿s inadequate fluid removal (uf) during hemodialysis (hd) treatment. At the time of this clinical investigation, there have been no reported serious adverse events experienced by the patient as a result of this event, however, the patient did require an additional scheduled sequential hd treatment to remove remaining amount of fluid (approximately 1900 ml). Should additional information become available, the clinical investigation will be reassessed and supplemental report submitted accordingly. Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility reported that during a patient's hemodialysis (hd) treatment, the patient's ultrafiltration (uf) removal was low. The uf pump was not initiating when the dialysis mode treatment clock was started. The machine issue was noted two hours into the patient's four hour scheduled treatment. The patient remained on the machine and uf pump manually started using the 'uf on/off' buttons on the keypad. The total reported uf removed was 2600 ml, however, the uf goal was reported to be 4,500 ml. The patient was reported to be returning for a sequential treatment the next day to remove the remaining amount of fluid (approximately 1900 ml). Additional information regarding the machine status and patient treatment information was requested, however, was not provided.